Event description:
It was reported that this right atrial (ra) lead was capped and successfully replaced with a new lead. No further information is available at this time. No additional adverse patient effects were reported.